Event description:
It was reported that this newly implanted right ventricular (rv) lead was repositioned due to lead dislodgement and failure to sense. The lead was repositioned successfully. The lead remains in service. Outside of the revision, no adverse patient effects were reported.